Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was unknown; however, it was reported the hernia worsened with apd therapy. On the day of the initial report, the patient was hospitalized for the event and another unrelated medical condition. Also that same day, the patient underwent a surgical procedure to repair the hernia. Pd therapy was temporarily discontinued after the hernia surgery for twenty days. At the time of this report, patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.